Event description:
It was reported that episodes of non-sustained right ventricular oversensing with noise reversion, and low lead impedance were observed on the right ventricle lead. The patient was asymptomatic to the episodes. The lead was capped and replaced on (B)(6) 2017. The patient was stable before, during and after the procedure.